Manufacturer narrative:
A product investigation was performed. The visual inspection has shown that the complete forefront is broken off. Furthermore, are some deep scratches on the inside of the instrument visible. The broken pieces were not sent back. The relevant dimensions were checked and were found according to the specification, the core diameter and the outer diameter were measured and found to be within the specification per relevant drawing. The dimensions of the cutting tooth cannot be checked due to the slight damages at the tips. The manufacturing documents were reviewed and no complaint related issues were found. With 1.4112 was back then the correct material used and the hardness was within the specification. The fracture face is homogenous, which indicates material conformity. Based on these findings we exclude a manufacturing related fault. There was no information provided how or when the reamer broke or if a power tool was used, this makes it impossible to determine an exact root cause. We can only assume that an excessive contact between the reamer and a screw, for example by too much lateral stress during the removal of a screw, caused a mechanical overload and finally the breakage. No indication for product related issue was found. In general, we would like to point out following statement from the extraction screw set handling technique guide: art. 036.000.918: important: the hollow reamer and the extraction bolt are left-turning (to be turned anticlockwise). During insertion ensure that enough axial pressure is exerted and maintain the axis. Only use instruments with sharp edges. It is possible to use the hollow reamer with power tools, but this should be done very carefully. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, age, dob & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Reporters phone number: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #309.068 lot. #2423767, manufacturing location: (B)(4), manufacturing date: 16. Jan 2009. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the tube is broken, the other piece is missing. This event happened intraoperative. There were no broken fragments left in patient, the procedure was successfully completed with no patient harm or no delay to surgery. This is all the information reported. This complaint involves one part. This report is 1 of 1 for (B)(4).